Event description:
It was reported that the "pump button" was difficult to press, making it difficult to access pump menu options. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.